Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm in diameter abdominal aortic aneurysm approximately 18 months ago. The vessel morphology at the time of implant was not reported. It was reported that the patient presented for a routine follow-up and there was occlusion of the ipsilateral limb. The patient is asymptomatic. The physician doesn¿t plan to perform a secondary intervention. No clinical sequelae were reported and the patient is fine. The film evaluation has been completed. The pre-implant films show a 24 x 25mm diameter proximal neck. The 4.5 x 6cm aaa contains thrombus (4cm flow lumen). The origin of the right common iliac necks down to 12 x 14mm, with calcification, proximal to the 3.7cm right iliac aneurysm. The iliacs are moderately tortuous. Post-implant images show the bifurcate approximately 1cm below the renals; the ipsi limb is on the right side and an extension was placed 4-5cm into the right external iliac. The ipsi limb is partially occluded (approximately 50%) beginning just proximal to the flow divider, extending distally the entire length of the ipsi limb and extension. The contra limb is patent. The cause of the occlusion could not be determined. No obvious stent graft kinks or compression is seen along the length of the ipsi limbs. The minimum ipsi limb diameter, within the distal aorta, measured 10-11mm.

Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: inherent risk of procedure (occlusion); (unknown cause of occlusion). Conclusion: (unknown cause of occlusion).